Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
It was reported the patient is deceased and died ten days post leg amputation surgery. It was further reported the family member suspected a device malfunction. The patient is reported to have had leg amputation surgery and required cardiopulmonary resuscitation three times. The spouse indicated the device may have been disabled during the surgery. Additional information obtained reported that pre-surgery the device detections had been disabled and there was possible interference with the electrograms during cautery, the patient had a drop or loss of blood pressure and pulseless ventricular tachycardia and was resuscitated. The physician had applied a magnet to the device during the surgery to deactivate detections/therapies. The physician is reported to have expected a different response from the device after magnet removal. Device interrogation post-surgery was performed to reprogram device back to pre-surgical settings. The patient was found deceased ten days later while still an inpatient. No resuscitation was performed at that time. No autopsy was performed post mortem, no device interrogation was performed and the cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtba2d1 ICD, implanted: 2014-(B)(6); 694765 lead, implanted: 2009-(B)(6). (B)(4).